Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: neurosurgery. 2011; 68(1): 57¿63. Doi: 10.1227/neu.0b013e318208f181. (B)(4).

Event description:
It was reported via journal article "title : surgical technique and outcomes in the treatment of spinal cord ependymomas, part 1: intramedullary ependymomas " author: elisa j. Kucia, md, nicholas c. Bambakidis, md, steve w. Chang, md* robert f. Spetzler, md. Citation: neurosurgery. 2011; 68(1): 57¿63. Doi: 10.1227/neu.0b013e318208f181 intramedullary spinal ependymomas are rare tumors. The objectives of the study was to provide a large retrospective review in the modern neuro-imaging era from a tertiary center where aggressive surgical resection is favored. A total of 67 cases (45 male and 22 female patients; age range: 11 to 78 years old) underwent resection of a spinal cord ependymoma from january 1983 to may 2006. Their charts were reviewed retrospectively for age, gender, tumor location, symptoms at diagnosis, duration of symptoms before diagnosis, and treatment before presentation at the barrow neurological institute. During the surgical procedure, the dura was opened in the midline with a no. 15 scalpel blade and tacked away from the spinal cord with nurolon 4-0 stitches (ethicon). The dura was closed with a prolene 5-0 running stitch (ethicon). Reported post-operative complications included post-operative wound infections (n-6) which required antibiotics and wound debridement when needed, cerebrospinal fluid leak or pseudomeningocele (n-9) which required multiple procedures for resection of their lesions in 4 patients and lumbar drainage, wound revision, and lumbo-peritoneal shunting when necessary, tethered spinal cord (n-2), and post-operative hematoma (n-1) which required emergent evacuation of the hematoma. Intramedullary spinal cord ependymomas are best treated before major neurological deficits appear, with gtr being the primary aim of treatment. Preoperative neurological status remains the best predictor of postoperative function. The use of adjuvant radiotherapy is an option when gtr cannot be achieved.